Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "small firm nodules in lips, palpable but not visible" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 1.55 cc of juvéderm volbella® xc. At an unspecified time later, the patient developed ¿small, firm nodules in the lips. Palpable but not visible. Does not bother patient. No pain/redness or tenderness.¿ no other information was provided.